Event description:
The pt had reported having four or five intermittent red heart alarms on the controller and the heart pump sounded funny. While on the telephone with the hospital rematch coordinator, the control alarmed and the device stopped pumping. The pt had to be hand pumped and transported to the hospital. There, the pt was put on a pneumatic console until received a new device.